Event description:
The tech alleged the trendelenberg and reverse trendelenberg features would not function. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.